Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was a procedure to treat a perforation in the mid right coronary artery. The 4.80x26 mm graftmaster covered stent was implanted at 16 atmosphere and the perforation was sealed. An atrial wall hematoma was also noted; however it is unknown if the graftmaster caused or contributed to the hematoma. No device issues with the graftmaster covered stent were noted; however, post deployment of the graftmaster covered stent there was atrial fibrillation. Cardioversion was attempted twice and was unsuccessful. Amiodarone was administered and there was spontaneous conversion to normal sinus rhythm on (B)(6) 2020 in the evening. On (B)(6) 2020, a chest CT scan was performed, showing no pericardial effusion. The patient was discharged on (B)(6) 2020. No additional information was provided.